Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that all of three trocar cannulas were unable to be inserted into the eye during a procedure. The procedure was completed after replacing the product with another one. There was no harm to the patient. The product sample is available. No additional information is expected.

Manufacturer narrative:
Three opened trocar handle/blade assemblies were received without tip protectors in a tray for the report of unable to insert trocar cannula. The samples were visually inspected. Two samples were non-conforming with damaged cutting edges and one sample was non-conforming with a damaged tip and a damaged cutting edge. Possible surgical residue was also noted during the evaluation, which does not contribute to the reported issue. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The received samples were returned without tip protectors, therefore the exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective cap, improper handling, or contact with another instrument during surgery or set-up. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar blades are 100% inspected. Any non-conformances, such as damaged tips or cutting edges, are removed from the lot and scrapped. (B)(4).